Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately one month ago. The thoracic aorta was severely tortuous with a short neck. It was reported that there was a type I endoleak which required more aggressive modeling with ballooning. This almost resolved the endoleak completely, but it caused the device to move about 5 mm. The left subclavian was intended to be covered but now the stent graft is just up to the orifice of the left subclavian. There is no filling of the aneurysm. There was some contrast seen behind the first stent, but it does not fill the aneurysm. The physician was satisfied with the results and did not feel placing a proximal extension was warranted. No clinical sequelae were reported ant the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (severely tortuous thoracic aorta and short neck). Conclusion: device failure/lack of effectiveness related to patient condition (severely tortuous thoracic aorta and short neck).